Event description:
It was reported that a device was observed to have been intermittently undersensing ventricular fibrillation. It was noted that there were several undersensed complex, however, the undersensing did not delay appropriate vf therapy. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.